Manufacturer narrative:
Ortho performed retain testing, patient sample return testing, batch review, complaint review by lot, donor history, and donor complaint review. All results were satisfactory. (B)(4).

Event description:
Customer reported an isolated event where a false negative reaction was obtained on the ortho vision using 0.8% surgiscreen lot vss908 exp 6/20/2017. A patient known to have a weak anti-big e was tested and cell #2 (donor 314114) of vss908 was expected to be positive. Prior testing of the same patient sample had been done on the same day at their associated facility using a different lot# of 0.8% surgiscreen and cell# 2 gave a 1+ as expected. Since that site does not perform antibody identifications, the sample was forwarded to the complainant for the workup. The workup was done on (B)(6) 2017 on the vision using 0.8% resolve panel a and big e positive cell #3 did react as a 1+ but, weaker heterozygous expression of the e antigen on cell #6 failed to react. See crossref for details of this complaint. On (B)(6) 2017 repeat testing of the same patient sample was repeated using a new set of vss908 and cell# 2 posted a question mark flag. Visual inspection of the card did not reveal a positive result. No further testing was done. At the request of tsc, vss908 cell#2 was properly resuspended to 3% then antigen typed for the big e antigen and a 3+ reaction was achieved. The customer was satisfied the antigen is present as indicated on the antigram. All other qc performed was also confirmed to be acceptable. No reports of any noted discrepancies with any other patients. Issue started on: (B)(6) 2017. Frequency: one patient, sample ID: not provided, microtubes/wells or cell (donor #) affected: cells 2, methodology used: vision, reaction grade obtained: negative, customer was expecting: positive. Test repeated: repeated using a new set of vss908 and cell#2 posted a question mark flag. Visual inspection of the card did not reveal a positive result. Customer contacting tsc for awareness of the reported false negative result obtained. Customer is confident the issue is sample related since other anti-big e patients have tested as expected with this lot of cells and antigen typing also proved the strength of the antigen is robust. Patient pregnant: postpartum sample, transfusion history: not provided. Passed qc with albaq-chek, anti-e bioclone, mts anti-igg gel card. Reagent/protocol-handling (reagent, cards, cassettes): as per IFU. Cards /cassettes/ storage condition temperature: as per IFU. Visual appearance before use: acceptable. Reagent red blood cell storage and handling: as per IFU. On-board storage time: not provided. Off board storage temperature: as per IFU. Stored underneath direct light source: no. Ortho discussed the varying antigenic strengths of antigens and the potential for negative reactions when the antibody is weak. Customer expressed having prior knowledge of this and was satisfied with documentation of the issue. Customer contacted ortho for record of the event and is not requiring any additional troubleshooting or follow up. Ortho questioned the customer for the return of the sample for additional troubleshooting and investigation. Customer has agreed to return sample for further investigation.